Event description:
It was reported that pump generated recurring cartridge alarms, including cartridge alarm 20, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support arranged shipment of replacement pump with updated software, provided instructions for placing old pump into storage mode and returning it within 10 days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.